Event description:
During a clinical trial, sponsored by bwi, during a procedure, the patient experienced a cardiac tamponade with a smart touch unidirectional catheter. Multiple attempts were done to request for further details of the event. However no additional information is available.

Manufacturer narrative:
(B)(4).